Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. After suturing the red area of the lateral meniscus of the left knee with suture to the joint capsule, the patient experienced local subcutaneous swelling and tenderness around a week later. The swelling gradually increased, and traction and suturing of the meniscus caused another internal locking of the joint. After observation, there was no improvement. Conservative treatment was ineffective around 40 days after surgery. The doctor gave local anesthesia and cut open the skin, revealing a local swelling. The content was a light yellow viscous liquid, and the capsule wall was thickened and tough. After incision, a suture knot was visible, the suture has been broken, the strength of the suture has decreased, the cyst wall has been removed, sent to pathology, and the incision has been closed. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? What conservative treatment was given that was ineffective? Please describe the conservative treatment was ineffective around 40 days after surgery. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the suture break post-op? If so, where was the break noted (termination, middle, end)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history/concomitant medications? Were cultures performed? Results? What were the results of the pathology for the cyst? Were any pre-op cleansing procedures changed recently? If yes, please describe what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.